Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the two power supply switchers involved with this complaint and completed the device evaluation. Failure analysis investigations was unable to reproduce the customer reported complaint via in-house testing. However, the reported issue was able to be confirmed via system logs. The first power supply switcher was analyzed, and the reported issue could not be reproduced. The unit was installed into pcs xi system and started up normally. The unit passed battery operations. The voltage was check, emergency power off (epo) functionality, and fans were working. The unit was power cycled for hours with no error observed. The second power supply switcher was also analyzed, and the reported issue could not be reproduced. The unit was installed into pcs xi system and started up normally. The unit passed battery operations. The voltage was checked, epo functionality, and fans were working. The unit was power cycled for hours with no error observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) started running on battery. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and confirmed the system was running on battery. The surgeon was unable to take control of the arms and opted to convert to laparoscopic. The procedure was completed laparoscopically with no reported injury. Isi made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the patient side cart (psc) started running on battery, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to confirm the reported issue. The fse reviewed error logs and did find errors on the medical grade power supply (mgps) 1 and 2 on the psc. To correct the issue, both mgps 1 and 2 were replaced. The system was tested and verified as ready for use. Isi has received the mgps 1 and mgps 2, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The probable root cause of patient side cart (psc) started running on battery has not yet been determined as failure analysis is pending. This complaint is considered a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.